Manufacturer narrative:
After device return and the investigation is completed a supplemental report will be issued.

Event description:
Lenstec received an email stating "the lens was broken during the injection process in the surgery.".